Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of sense b node noise resulting in a stored untreated episode and two inappropriate shocks. Device data was sent to rhythm care for review. Data review determined there the observed noise was not physiological in nature. There was also a treated episode stored with confirmation of no noise present following the shock. Rhythm care then provided troubleshooting and programming options. This device remains in service. No additional adverse patient effects were reported.